Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a red thread was found in the eye after injecting healon pro. Additional information reveals that the surgeon believes the foreign material originated from the healon pro. The procedure was completed in the same session. No injury or intervention was required. No further information is available.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes, photo device evaluation: evaluation of the provided photo confirms the presence of a thread-like object. However, as the syringe in question was used and has not been returned, it is unable to be determined the origin of the fiber. Should product be received, this investigation will be reopened to evaluate any returned product. Complaint review: a review of the complaint database for the last year from the date of awareness indicates there have been other potentially similar complaints related to particulates for all lifecore manufactured products for the healon endocoat product line. Batch review: there are no procedural nonconformities or interventions in the manufacturing that would indicate an elevated potential for particulates in the product solution. There were 3 particle alarms detected during particulate monitoring performed throughout the filling process and no product was impacted. A 100% visual inspection was performed. There were 0 red particle rejects identified during the inspection and the major defect limit was not exceeded. Final product testing for particulates met the product specification. No nonconformities or deviations have been documented for the raw material syringe and cannula lots. A review of receiving inspection documentation determined the raw materials were deemed acceptable for use and released to inventory. Investigation conclusion: no assignable manufacturing root cause could be determined. Product is 100% inspected, visual inspection defect criteria. The batch review indicates the lot was manufactured per procedure and met the product specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.